Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on the pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the breath delivery unit pcb. Covidien uploaded the software only. The unit passed extended self testing.